Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated that her daughter developed a rash with two abscesses that needed to be drained and resulted in hospitalization. One abscess was drained, the second became infected and had to be surgically removed. Consumer reported that her child is improving and that the abscess is closing up. Two different packages of the product were used. The other package is reported under 1650783-2018-00001.